Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the vertical line in image caused by a component failure of the charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope which is an olympus asset with no reported complaint. During evaluation of the device vertical line in image was found. The service repair technician indicated that the most likely vertical line in image caused by a component failure of the charged coupled device. There was no patient involvement.